Event description:
It was reported to philips that the paddles do not work, not recognizing the pads. The customer worked with the technical support representative. The customer's update finds the issue resolved itself. The customer's update finds the issue resolved itself. The customer wishes to cancel the case. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.